Manufacturer narrative:
Event description continuation: smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the tamponade was discovered at the end of the procedure, even though the physician believes the injury occurred at the beginning with placement of the cs. This event is being reported under both the ablation catheter and the cs catheter. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav variable eco catheter (model# d-1343-01-s, lot # 17627210l). St. Jude medical brk-1 transseptal needle (model # unknown, lot # unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon connecting, the lasso catheter, a non MDR reportable signal interference (noise) displayed on the intracardiac (ic) channels on the recording system and the carto 3 system. Cable was replaced without resolution. Catheter was replaced and the case continued. Physician had at least one electrocardiogram signal available to monitor the patient¿s heart rhythm. At the end of the case, a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition at the time of complaint report. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have possibly contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to the placement of the coronary sinus catheter at the beginning of the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical sl1 8.5 french sheath. Generator parameters and settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow setting was not reported. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at less than 250 seconds. Spi value was reported to be within normal limits. Smarttouch catheter was not in close proximity to another catheter.

Manufacturer narrative:
In the initial 3500a report, the lot number was listed as unknown. On june 2, 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number has been verified as 17626184l. Therefore the expiration date and UDI fields of this report have been updated accordingly. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.